Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had issue. A field service engineer reseated the row board cable on the drawer controller pcb, and proper operation was verified through diagnostics. However, the issue with duplicate cubies being detected persisted. The user technician ran out of time to assist further, so arrangements were made for the day shift to swap out the affected cubie pockets. All pockets in rows a and d were confirmed to have been recovered by the user. A remote session was conducted to verify system status, and it was confirmed that there are no longer any failures at this station. All drawers and pockets were functioning properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had a duplicate drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex a grid & imdrf annex g grid & section d unique identifier (UDI). A supplemental MDR was submitted to reflect the correct annex a grid & imdrf annex g grid.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had a duplicate drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.